Manufacturer narrative:
The event of infection (early onset) and capsular contracture, baker grade: unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/ or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade: unknown.

Event description:
Patient reported via regulatory agency "I had a serious infection a month after surgery, breast skin rash, severe pain, tightness of the chest, and capsular contracture", baker grade unknown. Device has been explanted. This record is for the left side.